Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/chronic pain ad sharp and persistent') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), fatigue ("extreme fatigue"), chest pain ("chest pain"), dyspnoea ("shortness of breath"), irritable bowel syndrome ("irritable bowel syndrome"), abdominal distension ("constant bloating"), amnesia ("memory loss"), feeling abnormal ("brain fog nos"), mood altered ("mood changes"), stress ("stress "), visual impairment ("vision problem "), alopecia ("hair loss"), loss of libido ("libido loss of"), dyspareunia ("pain during sex") and tooth disorder ("teeth problem") and was found to have weight increased ("weight gain "). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, depression, anxiety, weight increased, fatigue, chest pain, dyspnoea, irritable bowel syndrome, abdominal distension, amnesia, feeling abnormal, mood altered, stress, visual impairment, alopecia, loss of libido, dyspareunia and tooth disorder outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, anxiety, chest pain, depression, dyspareunia, dyspnoea, fatigue, feeling abnormal, irritable bowel syndrome, loss of libido, mood altered, pelvic pain, stress, tooth disorder, visual impairment and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : depression, illness anxiety disorder pelvic pain , fatigue, chest pain, shortness of breath, ibs, weight gain, constant bloating, hair loss, brain fog, mood change, stress, vision problem, memory loss, lost libido, pain during sex. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/chronic pain ad sharp and persistent') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), fatigue ("extreme fatigue"), chest pain ("chest pain"), dyspnoea ("shortness of breath"), irritable bowel syndrome ("irritable bowel syndrome"), abdominal distension ("constant bloating"), amnesia ("memory loss"), feeling abnormal ("brain fog nos"), mood altered ("mood changes"), stress ("stress "), visual impairment ("vision problem "), alopecia ("hair loss"), loss of libido ("libido loss of"), dyspareunia ("pain during sex") and tooth disorder ("teeth problem") and was found to have weight increased ("weight gain "). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, depression, anxiety, weight increased, fatigue, chest pain, dyspnoea, irritable bowel syndrome, abdominal distension, amnesia, feeling abnormal, mood altered, stress, visual impairment, alopecia, loss of libido, dyspareunia and tooth disorder outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, anxiety, chest pain, depression, dyspareunia, dyspnoea, fatigue, feeling abnormal, irritable bowel syndrome, loss of libido, mood altered, pelvic pain, stress, tooth disorder, visual impairment and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : depression, illness anxiety disorder pelvic pain , fatigue, chest pain, shortness of breath, ibs, weight gain, constant bloating, hair loss, brain fog, mood change, stress, vision problem, memory loss, lost libido, pain during sex. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: pif received. Device category changed from device other event to incident. Event pelvic pain make serious incident. Date of insertion and removal were added. Date of birth were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.